Event description:
It was reported that during a procedure to treat a lesion in the obtuse marginal a 2.25x18 rx xience nano stent delivery system was advanced but could not cross the lesion. The stent delivery system was removed from the patient anatomy and a 3.0x12 xience stent was used to treat the target lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. Return device analysis revealed a tear/hole in the balloon above the proximal balloon marker. Additional reported information indicates the site did not observe a tear in the balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.